Event description:
It was reported that patient underwent a shoulder arthroplasty on (B)(6) 2010. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to a fractured humeral tray. A review of the invoice history confirmed the surgery dates and indicates the humeral tray and bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the DHR, complaint history, and deviation history were reviewed and the product was conforming to print specifications when it was manufactured.